Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported this patient was seen for a routine follow-up appointment, where it was noted that the remaining battery longevity from this implantable pacemaker was lower than expected. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, this pacemaker remains implanted and in-service. No adverse patient effects reported.